Manufacturer narrative:
Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode exhibited high shock impedance. It was noted the system impedance at implant was 120-150 ohms and a defibrillation threshold (dft) test which was successful. Technical services (ts) was consulted, noting a gradual increase in shock impedance consistent with a slight system migration / weight changes since implant. Recently, the shock impedance has been trending between 140-200 ohms. There have been no episodes stored; therefore, the efficacy of the system has not been evaluated since implant. Troubleshooting recommendations were discussed. No adverse patient effects were reported. This electrode remains in service. Additional information: x-ray images were sent to ts for further review, who noted although they don't show the entire system in ap, it seems the device is located in an anterior position versus medial or posterior as recommended. Furthermore, there is quite space between the device and the chest, pointing towards potential fat tissue and not fascial position. As the shock vector is not clearly visible, ts recommended verifying it with x-rays and, if possible, checking if there are changes in the device position compared to implant. Additional information: this patient underwent a revision procedure, and the physician decided to deepen the pocket and make it intramuscular. The box was changed as requested by the physician. After this step, the impedance dropped to 165 ohms. After a scope check, it was decided to redo the tunneling and also replace the electrode. At the end of the procedure, the impedance was 100 ohms. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.